Event description:
The customer reported to olympus the high definition lcd monitor had a power issue. The device was returned for evaluation. During the device evaluation, the following was found: poor startup due to internal printed circuit board (pcb) failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed as the device was noted to have a poor startup. The evaluation found the poor startup was due to a pcb failure. Additionally, there was damage observed on the exterior protective panel and wear and tear on a screw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of board. Olympus will continue to monitor field performance for this device.